Event description:
It was reported that during a total laparoscopic nephrectomy procedure, the device was fired three times and then it would not fire anymore. They attempted with a fourth and fifth cartridge but could not get it to fire. The staples that came out were not formed completely on the tissue. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged and with no reload present. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.